Event description:
It was reported to philips that when pressing the power button to turn device off, it took longer than usual after pressing the power button first and second the ventilator stop button. Compared with another device, it took a few more seconds until the device was powered off. The device was not in use at the time of the event. The device was the one that had been stocked in philips japan. A hospital had not used the device for therapy. Therefore, neither medical intervention nor delay in therapy was reported. There was no report of patient or user harm/impact. A philips service technician evaluated the ventilator and the reported issue was unable to be confirmed by an operational check performed and there was no record indicating a failure in the event log. The philips service technician replaced the user interface assembly and power management pcba to prevent a recurrence.

Manufacturer narrative:
The power management (pm) pcba was tested, and no failures were identified.